Event description:
It was reported that the device could not be interrogated with two different programmers. The measured battery data from march 2006 was 2.74 v, 10 ua and 4 kohms. A surface ECG showed pacing at 35-40 ppm.